Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). Subsequently, it was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Manufacturer narrative:
The returned pacemaker was analyzed, and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). Subsequently, it was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). Subsequently, it was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.